Event description:
It was observed during olympus' device inspection that the bronchovideoscope exhibited a damaged video connector that was causing noisy images. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the issue was attributed to damage of the video connector plug, however, a definitive root cause could not be established. It is likely the following led to the malfunction: it is suspected that repeated electrical stress caused by repeated power supply, accidental static electricity, or leakage from other products, combined with overcurrent, may have damaged the internal circuit board of the connector, affecting image output. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.